Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area, daily severe') in an adult female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, right lower quadrant pain, urinary tract infection, low back pain, vaginal bleeding, postmenopausal bleeding and uterine dilation and curettage. 7 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Previously administered products included for an unreported indication: naproxen, ciprofloxacin and tylenol. Concurrent conditions included obesity, multiple sclerosis, arthritis and uterine fibroid. Concomitant products included bupropion and glatiramer acetate (copaxone). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression"), fatigue ("fatigue") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced multiple sclerosis ("autoimmune reaction/autoimmune disorder type of disorder; neurological conditions or problems type: multiple sclerosis") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain, daily severe"), urinary incontinence ("trouble holding bladder, hardly make it to the bathroom sometimes and it is getting worse"), alopecia ("hair loss"), arthritis ("arthritis"), cyst ("cysts"), herpes zoster ("shinles a year ago on my back") with post herpetic neuralgia, stress ("stress"), arthralgia ("hip pain"), myalgia ("sore muscles"), tooth loss ("tooth loss"), pain ("general body pain"), headache ("severe headache") and back pain ("lower back pain"). The patient was treated with paracetamol (acetaminophen) and surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the multiple sclerosis, dyspareunia, abdominal pain, urinary tract infection, urinary incontinence, depression, fatigue, weight increased, alopecia, anxiety, arthritis, cyst, herpes zoster, stress, arthralgia, myalgia, tooth loss, pain, headache and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, arthritis, back pain, cyst, depression, dyspareunia, fatigue, headache, herpes zoster, multiple sclerosis, myalgia, pain, pelvic pain, stress, tooth loss, urinary incontinence, urinary tract infection and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she is currently planning for essure removal. 7 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion; on (B)(6) 2008: essure device was successfully occluded. Lot number: 626811, manufacture date: 2008-03, expiration date: 2010-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area, daily severe') in an adult female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, right lower quadrant pain, urinary tract infection, low back pain, vaginal bleeding, postmenopausal bleeding and uterine dilation and curettage. 7 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Previously administered products included for an unreported indication: naproxen, ciprofloxacin and tylenol. Concurrent conditions included obesity, multiple sclerosis, arthritis and uterine fibroid. Concomitant products included bupropion and glatiramer acetate (copaxone). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression"), fatigue ("fatigue") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced multiple sclerosis ("autoimmune reaction/autoimmune disorder type of disorder; neurological conditions or problems type: multiple sclerosis") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain, daily severe"), urinary incontinence ("trouble holding bladder, hardly make it to the bathroom sometimes and it is getting worse"), alopecia ("hair loss"), arthritis ("arthritis"), cyst ("cysts"), herpes zoster ("shinles a year ago on my back") with post herpetic neuralgia, stress ("stress"), arthralgia ("hip pain"), myalgia ("sore muscles"), tooth loss ("tooth loss"), pain ("general body pain"), headache ("severe headache") and back pain ("lower back pain"). The patient was treated with paracetamol (acetaminophen) and surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the multiple sclerosis, dyspareunia, abdominal pain, urinary tract infection, urinary incontinence, depression, fatigue, weight increased, alopecia, anxiety, arthritis, cyst, herpes zoster, stress, arthralgia, myalgia, tooth loss, pain, headache and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, arthralgia, arthritis, back pain, cyst, depression, dyspareunia, fatigue, headache, herpes zoster, multiple sclerosis, myalgia, pain, pelvic pain, stress, tooth loss, urinary incontinence, urinary tract infection and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. 7 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion; on (B)(6) 2008: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. " previously reported event pelvic pain made medically significant and intervention required due to surgery." Reporter, medical history and historical drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain pelvic area, daily severe') in an adult female patient who had essure (batch no. 626811) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, right lower quadrant pain, urinary tract infection, low back pain, vaginal bleeding, postmenopausal bleeding and uterine dilation and curettage. 7 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Previously administered products included for an unreported indication: naproxen, ciprofloxacin and tylenol. Concurrent conditions included obesity, multiple sclerosis, arthritis and uterine fibroid. Concomitant products included bupropion and glatiramer acetate (copaxone). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia(painful sexual intercourse)"), depression ("depression"), fatigue ("fatigue") and anxiety ("mental anguish/anxiety") and was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient experienced multiple sclerosis ("autoimmune reaction/autoimmune disorder type of disorder; neurological conditions or problems type: multiple sclerosis") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("abdominal area pain, daily severe"), urinary incontinence ("trouble holding bladder, hardly make it to the bathroom sometimes and it is getting worse"), alopecia ("hair loss"), arthritis ("arthritis"), cyst ("cysts"), herpes zoster ("shinles a year ago on my back"), post herpetic neuralgia ("shingles on on my back and it was so painful"), stress ("stress"), arthralgia ("hip pain"), myalgia ("sore muscles"), tooth loss ("tooth loss"), pain ("general body pain"), headache ("severe headache"), back pain ("lower back pain") and amnesia ("memory loss"). The patient was treated with paracetamol (acetaminophen) and surgery (essure coil removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, multiple sclerosis, dyspareunia, abdominal pain, urinary tract infection, urinary incontinence, depression, fatigue, weight increased, alopecia, anxiety, arthritis, cyst, herpes zoster, post herpetic neuralgia, stress, arthralgia, myalgia, tooth loss, pain, headache, back pain and amnesia outcome was unknown. The reporter considered abdominal pain, alopecia, amnesia, anxiety, arthralgia, arthritis, back pain, cyst, depression, dyspareunia, fatigue, headache, herpes zoster, multiple sclerosis, myalgia, pain, pelvic pain, post herpetic neuralgia, stress, tooth loss, urinary incontinence, urinary tract infection and weight increased to be related to essure. The reporter commented: she is currently planning for essure removal. 7 coils were noted to be present in the uterine cavity at the end of this portion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: unilateral occlusion; on (B)(6) 2008: essure device was successfully occluded. Lot number: 626811 manufacture date: 2008-03 expiration date: 2010-02 concerning the injuries reported in this case, the following ones were reported via social media: memory loss. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. Reporter information, event: memory loss added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.